Manufacturer narrative:
Vyaire medical file identification: (B)(6). Device evaluated by MFR: 81 other - the suspect device was not returned for further evaluation; therefore a definitive root cause could not be determined and corrective or preventive action is not indicated at this time. However, the customer double-checked to ensure that the hssc cable was not the source of the issue and was informed that this is an exchange part and that the order must be placed through tech support. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator uim (user interface module) began to flicker and then went black when the users were completing pre-use checks. The customer confirmed that there was no patient associated with the reported event.